Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. According to a report received via the insulet customer service team on (B)(6) 2025, the patient awoke experiencing vomiting and difficulty breathing. A blood glucose value of 250 mg/dl was reported, though the individual who obtained this measurement was not specified. Prior to ems arrival, the patient removed his cgm device because it was not providing glucose readings, and he was concerned about continuing to use the pump in manual mode. The patient does not recall the treatment administered during the emergency response but believes insulin may have been given. He was subsequently hospitalized, diagnosed with diabetic ketoacidosis (dka), and discharged on (B)(6) 2025, following a stay of more than 24 hours. No information was provided regarding the patient¿s current condition post-discharge. Dexcom technical support made multiple attempts to follow up with the patient to obtain additional details and clarify the circumstances surrounding the incident; however, they were unsuccessful in establishing contact. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/23/2025. Data was further reviewed. It was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.